Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer. The customer was advised to replace the analog interface (ai) printed circuit board or the inspiratory module.

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. The customer could not confirm if the ventilator was on a patient at the time of the event. The customer stated the ventilator has been in storage for a year.